Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, the physician used a cook web extraction basket. It was reported that the basket became impacted in the battery ampoule [duct/papilla]. All possible maneuvers were performed to remove it but it was not possible, therefore the patient was taken to surgery. The basket was recovered by surgery (exploratory laparotomy). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU references potential complications as: "those associated with gastrointestinal endoscopy and ercp include, but are not limited to: pancreatitis, cholangitis, sepsis, perforation, hemorrhage, aspiration, fever, infection, hypotension, allergic reaction, respiratory depression or arrest, cardiac arrhythmia or arrest." Additionally, "others associated with use of an extraction basket include, but are not limited to: impaction of object, aspiration of foreign body, localized inflammation, pressure necrosis." The IFU warns, "surgical intervention may be required if impaction occurs." Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.